Event description:
Routine complaint investigation confirms a malfunction where a device was found to contain an invalid calibration code. It is believed that this was not a device malfunction, bu rather was a user error in that the user unintentionally recalibrated the device. As such, the co has modified its label copy to highlight the possible error. No injuries were reported in the field.